Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was received open book image on the screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, cracked battery tube threads and cracked case corner of belt clip rails.